Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) after delivering a bolus for blood glucose level of 270 mg/dl. Customer attempted to load another cartridge and the alarm occurred again. Customer reverted to an alternate pump for insulin therapy.